Event description:
During manufacturer review of a patient's vns programming history, it was identified that a partial programming event occurred on (B)(6) 2005 and again on (B)(6) 2005, and on both occurrences the device settings were not programmed to the intended settings prior to the patient leaving the visit. The settings were not corrected until (B)(6) 2005.

Manufacturer narrative:
Analysis of programming history.